Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the touchscreen was not working. Per good faith effort (gfe) response received 28may2025, users could not modify or enable functions like powering down the device or putting the device in standby mode, which causes the device to alarm and stay on longer than expected. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received. This file is closed and can be reopened if new information becomes available.